Event description:
Customer states her transformer fell apart, the screws came out and she can see the insides of the transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow-up with the customer, she indicated that after approx 7 months of use, the transformer back casing fell off when she unplugged it from the wall because the screws that hold it together cracked off exposing inner electronics. The customer indicated that she did not witness any sparking, fire/flame, and no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition, production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow-up report will be filed at that time.